Manufacturer narrative:
Of the 13 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to battery compartment cracks. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 13 malfunction events. A review of the events indicated that the one touch ping model pump experienced an unknown area issue. These reports were received from various sources. The patients associated with this allegation range from 8-77 years of age and between 40 and 254 pounds. Of the reported patients, 7 were male, 6 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: in quarter 3 of 2018, there was 1 instance of unknown area damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.